Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) year since the subject device was manufactured. The costumer complaint was not confirmed an definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "when the power button is pressed, the power turns on, but when the power button is released, the power turns off" malfunction could not be confirmed. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the video system center turns on when the power button is pressed and it turns off when the power button is released. The issue occurred during an unspecified event. There were no reports of patient harm.

Manufacturer narrative:
The device was returned. Should additional relevant information become available, a supplemental report will be submitted.